Event description:
It was reported that the blocks were too large. Surgery time was extended 31-60 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, segmentation of the femur is acceptable per quality segmentation standards. Femur rotation was incorrect for this patient¿s deformity and considering the wear pattern shown in the MRI. The tea alignment points cannot be used alone in setting femur rotation. The femur was oversized. The posterior resections that were planned were too shallow for a size 7 gii. This patient fit much better into a size 6. As a result of the investigation, the primary root cause of the issue is incorrect alignment by visionaire employee. The alignment engineer reviewed the rotation standards and sizing guide and documented evidence of the refreshment training on the training documentation record. All additional affected employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.